Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "display bad error". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "display bad error" was neither confirmed nor reproduced. The root cause was not identified. No further action was taken to fix the reported problem and the device was returned to the customer unrepaired. A service history review revealed that this device was previously serviced two times prior to this event. The device has been previously sent into service for the reported condition. During previous service, the front display was replaced. A device history review revealed no abnormalities were discovered during manufacturing.